Event description:
It was reported that impedance was out of range. The lead was replaced. No patient complications have been reported as a result of this event. Additional information received reported lead oversensing, high impedances, and delivery of inappropriate shocks. The lead was partially removed and capped.